Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited t-wave oversensing which led to inappropriate therapy. The ICD was explanted. The patient was stable.